Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a capsule tear/collapse when inserting the intraocular lens (iol) into the patient's left eye. It was stated that the incision was enlarged and the lens was removed and discarded at the facility. No further information was provided.